Event description:
It was reported that during a stenting treatment procedure, a stent fracture occurred. Using the left femoral approach, the procedure treated the 95% stenosed target lesion located in the ostium of the right coronary artery. Pre-dilation was performed with an unspecified 2.0x10mm balloon catheter inflated to 6 atms for 30 seconds. Next a 4.5x16mm taxus element stent was deployed at 14 atms for 60 seconds. Post dilation was performed with the stent delivery balloon and an unspecified 4.5x8.0mm nc balloon inflated to 26 atms for 60 seconds. A control angiogram revealed a suspected stent fracture at the mid of the stent which was fixed with an unspecified 4.5x8.0mm nc balloon catheter inflated to 26 atms for 30 seconds with good result and timi 3 flow. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).